Event description:
Medtronic received information that after the implant of this annuloplasty ring, the doctor found that the result was unacceptable and that some portions of the ring were not smooth enough, and the physician did not like the shaping of the device. The doctor explanted the ring and implanted a mechanical valve with no adverse patient effects. The product will be returned.

Manufacturer narrative:
The product has been returned for analysis, and is pending. No conclusive cause can be determined at this time. Upon completion of investigation, a supplemental report will be filed.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the band was detached from the holder; sutures remained attached to the holder. There was no discoloration in the cloth covering; and it appears to have had no blood contact. There was no evidence of needle holes in the cloth covering. Unknown gray, stain-like markings were observed on the cloth covering. A small cut in the cloth, between two trigone markers, appeared to be due to a sharp instrument, such as a scalpel. The cut was adjacent to the spoke placement for one of the sutures that attach the band to the holder. Conclusion: analysis could not confirm the clinical observation except for induced damage to the ring due to a scalpel cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.